Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) calibrated and ran the epgs with no issues. The unit operated to the manufacturer's specifications. Per data log analysis, the complaint does not indicate when the issue occurred. The system was used on (B)(6) 2019, and (B)(6) 2019 with no indication of an issue. On (B)(6) 2019 there is an indication of something similar to the problem reported. On (B)(6) 2019 a perfusion screen is opened and the gas system is calibrated successfully twice. At 11:36:18 am the local knob is used to set flow to 11.56 l/min. After that gas system started logging nacc messages for "set flow and fio2". The nacc messages indicate the gas system is rejecting the set flow and fio2" requests from the ccm. The log does not specify if the nacc messages were caused by ccm flow or fio2 adjustments. The technical support specialist was able to duplicate the reported issue "fio2 is fluctuating on its own". The ccm slider limits setting flow to a max of 10 l/min. Only the local knob can be used to set flow > 10 l/min. If flow is set > 10 l/min using the local knob, the gas system disables automatic adjustments. This is a requirement in hlm subsys srs gas mixer - 66. The way this is implemented is the gas system will reject fio2 slider changes. The slider will move to the new position and then move back to the original setpoint. This is most likely what the end-user was seeing. On the flow slider pressing the up arrow on the flow slider causes the ccm to set flow to 10 l/min. This causes the gas system to move the flow knob until 10 l/min is achieved. Moving the flow slider also causes flow to change to the new flow setpoint. If the down arrow is pressed the setpoint on the slider to drop by 0.1 l/min for each press. The gas system rejects (nacc) these requests since the ccm is only allowed to send setpoints of 10 l/min or less. This results in the slider setpoint returning to its original setting. If flow is set > 10 l/min, the gas system behaves as if it is knob adjust only for fio2. There is no indication to the user as to why the fio2 slider behaves this way. If the gas system were actually knob adjust only a message is displayed to the user which must be cleared by the user. There is no indication of a hardware issue with the gas system in the log.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) was fluctuating on its own. Manual local controls were used and the problem corrected itself. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the electronic patient gas system (epgs) during a cpb procedure on (B)(6) 2019. The team calibrated the system without issue for the procedure. The perfusionist had to increase his sweep gas up past 10 liters per minute (l/min) because of the carbon dioxide (co2) flush to the field. When he went to local controls to increase his sweep gas, he noticed that above 10 l/min, he was unable to adjust the fio2 using the slider on the central control monitor (ccm). Above 10 l/min, a perfusionist has to use the local controls to adjust their fio2 ratio. During the cpb the perfusionist was able to use local controls and was able to adjust the fio2 and sweep gas to meet the patient needs. There was no harm or blood loss associated with the event. There was no reported delay in the continuation of the surgical procedure.